Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being moved and replaced in association to the right ventricular (rv) lead issue. The ra lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.